Manufacturer narrative:
Concomitant medical products: product ID: 3966, lot #: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3966, serial/lot #: (B)(4), ubd: 30-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced symptom return with normal battery depletion. It was also reported that lead was out of impedance, so it was also replaced. It was stated that the electrodes broke from the lead when being removed and remain in the body. It was noted that the healthcare provider tried to remove the electrodes, and fluoroscopy was used, but they were too deep in the foramen to reach. The new lead was placed on the contralateral side. Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient first started experiencing the return of symptoms in (B)(6) 2018. The lead being ¿out of impedance¿ was first noticed pre-operatively at the operating room on (B)(6), but the cause was not determined. No further patient complications are anticipated or expected as a result of this event.